Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the patient experienced urinary incontinence. A cystoscopy was performed and it was observed that the artificial urinary sphincter (aus) cuff was not fully closing. A revision surgery was performed to replace the cuff with a smaller size.